Event description:
It was further reported that the 80% stenosed lesion was located in a moderately tortuous and severely calcified artery. When pulling back the balloon the physician found the stent came off of the balloon. The stent remained inside the guide catheter and was removed. The stent delivery system was also kinked during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the delivery device was received with the stent detached from the balloon and stored in a plastic container. An examination of the delivery device found no evidence of device use. The balloon appeared to have been inflated and was not refolded. A clear impression of where the stent had been crimped initially, was visible on the balloon material. An examination of the stent found that the stent struts were lifted at one end. No other damage was present with the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion was located in a "calcified and hard" left circumflex artery. The physician attempted to delivery the 3.00x24mm liberte bare stent to lesion and was unable to cross the lesion. He made several attempts to cross the lesion and found that the stent separated from the balloon. He then used a 3.0x24mm liberte bare stent and deployed it successfully. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the 80% stenosed lesion was located in a moderately tortuous and severely calcified artery. When pulling back the balloon the physician found the stent came off of the balloon. The stent remained inside the guide catheter and was removed. The stent delivery system was also kinked during the procedure.